Event description:
A technician reported that residual viscoelastic was noted in a patient's eye. Additional information has been requested, however none has been provided to date.

Manufacturer narrative:
No complaint sample or lot number has been provided for evaluation. A root cause has not been identified. (B)(4).